Event description:
It was reported that the patient had been hearing a pump alarm since 2014 (B)(6). The alarm was confirmed by telemetry. However, the type of alarm was not reported. A pump replacement was planned. The patient wanted to make sure that drug was still flowing. On 2014 (B)(6) and the following day, the patient was ¿sick as a dog¿. The patient saw her primary care provider and was diagnosed with a ¿bad flu¿. The patient had a bad cough. The patient was sick later and it could have been due to the antibiotics she was taken. Withdrawal was also reported. The patient inquired about withdrawal because, she was ¿sick as a dog¿. The pump needed to be replaced. It was noted that the patient had to travel 1-1.5 hours every two months for a pump refill. The patient was looking for a local surgeon for a pump replacement. The device system was used to deliver bupivacaine and morphine. The cause of the event, troubleshooting/diagnostics, interventions/treatment, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8598, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 8709 lot# l82264, implanted: 2001 (B)(6); product type catheter. (B)(4).